Manufacturer narrative:
(B)(4) date sent: 7/2/2020 investigation summary the analysis found that one pse45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test cartridge reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #u5a86j. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a thoracic pulmonary surgery, after firing the device, the knife moved to the distal end, but could not return automatically. The knife reverse button would not work. The manual override lever was used to return the knife and remove the device from the patient. There were no adverse consequences to the patient. No additional information can be provided.